Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation was noted during the attempted left ventricular (lv) lead implant with subsequent cardiac tamponade. The lead was removed and replaced with a his bundle lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.